Event description:
Boston scientific received information that this right ventricular lead caused diaphragmatic stimulation. The patient was seen in clinic for follow up. The patient was able to feel pacing outputs from maximum output down to 3 volts. The symptoms of pacing output did not correlate with diaphragmatic stimulation. The patient was seen for a lead revision procedure where the lead was electively explanted. There were no adverse patient effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.